Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a mechanical issue. The pump was empty and prone to air in the system. No patient complications ere reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis concluded that the identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament. The outer layer of pump bulb was worn that was a result of wear against the pump strain relief krt junction. No leaks were found. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir krt was worn down to filament. The reservoir had wear at a fold in the reservoir shell. No leaks were found. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had broken fabric threads in the proximal cylinder body. A leak was present in the cylinder 1. A bulge was present in cylinder 2 when it was inflated with a syringe. Both cylinders were not pressure test due to the identified leak and bulge. The krt of both cylinders were fatigued and worn down to the filament. Product analysis concluded that the identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the failure of the cylinders. The identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. The adverse event of a mechanical issue with the device is known as of a risk of the device and is included in hazard analysis.

Manufacturer narrative:
Additional information: evaluation result codes updated. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis concluded that the identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament. The outer layer of pump bulb was worn that was a result of wear against the pump strain relief krt junction. No leaks were found. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir krt was worn down to filament. The reservoir had wear at a fold in the reservoir shell. No leaks were found. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had broken fabric threads in the proximal cylinder body. A leak was present in the cylinder 1. A bulge was present in cylinder 2 when it was inflated with a syringe. Both cylinders were not pressure test due to the identified leak and bulge. The krt of both cylinders were fatigued and worn down to the filament. Product analysis concluded that the identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the failure of the cylinders. The identified fluid leak and broken fabric threads with bulge could affect the functionality of device as the reported mechanical issue. The adverse event of a mechanical issue with the device is known as of a risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a mechanical issue. The pump was empty and prone to air in the system. No patient complications ere reported.

Event description:
It was reported that the patient experienced a malfunction with the inflatable penile prosthesis. The pump was empty and prone to air in the system. A revision of the prosthesis was requested. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.